Event description:
It was reported the wand tip was missing the electrode and a portion of the spacer after use. The surgeon was unable to locate the missing pieces and is unsure whether they fell into the surgical site. No patient injury or other complications have been reported.

Manufacturer narrative:
The complaint has been visually verified and the root cause was more than likely associated with the device potentially coming into contact with a metal object such as a cannula. It is also possible that mechanical displacement of tissue through applied force or using the device as a lever to enlarge a surgical site or gain access to tissue can also cause this type of failure. The instruction for use (¿IFU¿) outlines warnings and precautionary measures to adhere to during activation of the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.